Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited raised forceps elevator wires due to being cut or fray. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fifteen (15) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that strands were cut by fatigue breakdown due to repeated operation of forceps elevator. Knob wire was raised by repeated brushing around forceps elevator and repeated attaching/detaching of distal cover. The event can be detected and/or prevented by following the instructions for use which state: detection method: inspection of the forceps elevator mechanism. Prevention method: the user may reduce/prevent occurrence of the event by handling the device according to the following instructions for use. Using a stiff brush or excessive force when brushing may scratch the distal end and result in water leakage; cause the elevator wire to come off the distal end, bend or kink the elevator wire so that the forceps elevator will no longer work. Olympus will continue to monitor field performance for this device.